Manufacturer narrative:
Jakob-creutzfeldt disease. Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the patient has expired. The date of patient's death and implant duration are unknown. On (B) (6) 2010 (through follow-up with the health-care provider), a response was received. A cause of death was not provided, however, it was noted that the patient had jakob-creutzfeldt disease in hospice care.